Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Additional information was received from the customer stating that the patient expired in an outside hospital and no other information was received from that clinic. It was reported that the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , would not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to stroke and intracranial bleed (icb). Pump was not returned for evaluation, autopsy was not performed. It was reported that the pump was working as expected without an issues.